Manufacturer narrative:
Updated clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of hospitalization for confusion and weakness with diagnosis of bowel obstruction and ileus with subsequent sepsis and death, but it is unknown if the patient was completing treatment at the time of the event. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s adverse event and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this hospitalization. The patient¿s diagnosis of bowel obstruction and ileus with subsequent sepsis and death was reported to be unrelated to any fresenius device(s), drug(s) and/or product(s). Based on the available information and no allegation of malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s hospitalization for bowel obstruction and ileus with subsequent sepsis and death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Additional information received: the patient contact reported that the patient expired on (B)(6) 2020 due to an infection from peritonitis. Additional follow-up was conducted on (B)(6) 2020 with the peritoneal dialysis (pd) clinic manager. Information obtained from the patient¿s pd clinic stated that the patient was no longer an active pd patient at the clinic. The information that the pd clinic received was that approximately a month ago (date unknown) the patient was hospitalized for weakness and confusion. The patient was diagnosed with a bowel obstruction and ileus. The bowel obstruction and ileus subsequently led to a severe case of sepsis and eventual death of the patient. The patient had been undergoing in-center hemodialysis (hd) for over 30 days and was not diagnosed with peritonitis as reported by the patient¿s contact. The pd clinic does not have any additional information related to the patient¿s hospitalization. The patient is not active in the clinic record system. The pd clinic reported that the patient¿s adverse events were not related to any fresenius device(s), drug(s) and/or product(s). No further information was available.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed that the front panel bezel was cracked with the entire top edge separated from the top cover cabinet. The front panel overlay was improperly offset with a gap between it and the bezel. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. They cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a production floor problem for the pre-accelerated stress (ast) test, and rework found pump a mushroom head crooked. The mushroom head was previously adjusted and the pre-ast test previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of hospitalization for confusion and weakness with subsequent diagnosis of bowel obstruction and ileus with unconfirmed peritonitis, but it is unknown if the patient was completing treatment at the time of the event. However, there is no documentation in the complaint file to show a causal relationship between the patient¿s adverse event and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this hospitalization. The patient was initially reported to have peritonitis. The pdrn did not have any report of peritonitis but did have a diagnosis of bowel obstruction and ileus. It is known that it is possible for peritonitis to develop from complications of an ileus if the bowel contents leak into the abdominal cavity. No documentation from the hospitalization was available for confirmation. Based on the available information and no allegation of malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s hospitalization for bowel obstruction and ileus with unconfirmed peritonitis and transition to hemodialysis.

Event description:
A patient contact reported that a former peritoneal dialysis (pd) patient has peritonitis. It was reported that the patient has been in the hospital, and no longer utilizing pd therapy for months. No additional details were provided at intake. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was no longer an active pd patient at the clinic. The information that the pd clinic received was that approximately a month ago (date unknown) the patient was hospitalized for weakness and confusion. The patient was diagnosed with a bowel obstruction and ileus. The pdrn stated there was no report given to the clinic stating that the patient was diagnosed with peritonitis as reported by the patient contact. However, the pd clinic does not have any additional information related to the patient¿s hospitalization. The patient is not active in the clinic record system. The patient has been completing hemodialysis (hd) and plans to continue with in-center hd following discharge from the hospital. The patient could possibly return to pd therapy if they regain strength. No further information was available.